Event description:
It was reported by the customer that a pyxis medbank es system had a item changed. The customer reported that the malfunction caused controlled substance to be dispensed without a proper oversite. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the item's attributes was changed, which allows for a controlled substance to be removed without a valid med order. A technical support specialist informed the customer that the bd will track this issue through the created pi 52741 and resolve the issue. The system functioned as intended after the technical support specialist verified the device.